Event description:
The customer contact reported a disconnection. The extension tubing set was connected to a plumset and was being used to deliver an unspecified solution. After an unspecified length of time in use, the customer contact reported the extension tubing set disconnected from the plumset. There were no reported adverse patient effects and no reported delay in therapy critical to the patient. No medical interventions were reported. Multiple unsuccessful attempts have been made to obtain additional information.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).